Event description:
It was reported that the patient was standing at the kitchen counter and they had a muscle spasm that nearly knocked them on the kitchen floor. The patient¿s ¿module went nuts¿. The patient never felt it when they were standing up but they felt it big time when they were lying down and they had to turn it off when going to sleep. The patient could feel it working like crazy and it was a buzzing that kept going in their left leg since this happened. The event happened on (B)(6) 2014. The spasm was almost ¿like a sciatic thing¿. The patient noted that it went down the back of their leg and foot on the left side. The patient had not had any falls or trauma before this happened. The rest of the device was performing as it normally had. The patient thought something moved on the left side and they couldn¿t sleep because of the buzzing that goes down both legs when they laid flat. When the patient turned on their side the buzzing was better. The patient was at 2.8v. The patient had to take vicodin on (B)(6) for the first time since the stimulator was implanted. The patient was getting a really dull and aching pain. The patient thought the therapy in general was keeping them from going crazy. They had a doctor¿s appointment scheduled on (B)(6) 2014 and they may want to do an MRI. The patient was not seeing an MRI compatibility screen on their programmer. The patient was eventually able to see the MRI compatibility screen. The patient only had group a but had 2 programs to choose from. The patient¿s program 1 was at 2.80v and program 2 was at 0.0. The patient¿s stimulation was off at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)